Manufacturer narrative:
The exact catalog number and lot number of the device cannot be determined at this time, therefore, the implant's device history record cannot be reviewed. Investigation in process.

Event description:
It was reported that the buttress augment was identified as fractured. The pt was revised on (B)(6), 2012.